Event description:
It was reported that downstream occlusion seal was bubbled and unattached. The screen may be damaged as well. This event occurred during testing. There was no patient involvement and harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.